Manufacturer narrative:
H3: product analysis stated reason for return was partially confirmed. While the indigo handpiece passed the high temp erature test, the temperature reached 155 f after the 5-minute temperature test. The temperature was significantly higher at t1 than at t2. This indicates a problem with the collet. The handpiece was noisy. There are tool marks/scratches on the housing and collet. The laser markings on the collet are partially faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that indigo drill was overheating. It was further stated overheating was noticed less than one minute of usage. The device was running at 42000 rpm on forward mode and irrigation was used at the flow rate of 20-25cc/min. There was no patient involvement.